Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent treatment for an unknown etiology where gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the iliac artery. The physician did not pre-dilate the iliac artery prior to advancing the unknown guidewire to the lesion. The physician went to advance the vbx device to the lesion but was unable to reach the target treatment area completely. The iliac lesion appeared to be tight. The physician went to withdraw the vbx device when the vbx endoprosthesis dislodged from the balloon catheter, remaining in the iliac lesion. The procedure was completed by inserting an unknown introducer sheath and placing a new vbx device through the dislodged vbx endoprosthesis and trapping it against the vessel. It was reported there was no impact to the patient.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The reported information indicates potential device malfunctions, inability to advance catheter and stent dislodged, have occurred. Additional information was requested; however, the following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The available patient information added relevant information to further the device functionality investigation. The information provided to gore cannot be connected to a specific device, and the cause of the reported potential malfunction is determined to be related to patient condition. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.